Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error with regard to the report. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.